Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a bleeding cut. There is no indication that the patient received medical intervention. The patient¿s physician sent patient to the emergency room to get care for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.